Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2012. According to the complainant, the patient experienced an unknown injury. According to the physician, it was stated that he implanted the miniarc sling in 2009, but did not implant the obtryx sling in 2012. The patient has not been seen since 2010. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.